Manufacturer narrative:
Batch review performed by medacta regualtory affairs department on 2 october 2020 lot 186285: (B)(4) items manufactured and released on 7-nov-2018. Expiration date: 2023-10-24. No anomalies found related to the problem. To date, 46 items of the same lot have been already sold without any similar reported event. Other devices involved in the event: liner: mpact 01.32.3652hct flat pe hc liner ø36/g lot. 2000184 (k103721). Batch review performed by medacta regualtory affairs department on 2 october 2020 lot 2000184:(B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-19. No anomalies found related to the problem. To date, 11 items of the same lot have been already sold without any similar reported event.

Event description:
After the primary hip surgery, when the patient was being transferred to another bed, the patient's hip dislocated (the head dislocated from the liner). One day after the primary surgery, the surgeon revised the masterloc cementless mectagrip stem std #7 with a masterloc cementless mectagrip stem lat plus #7 and the 36mm cocr head m with a 36mm cocr head xl. The surgery was completed successfully.